Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.0x12 trek, 4.0x20 nc trek; guide wire: balance middle-weight universal, 190 cm; guide catheter: 5 french cordis ebu 3.5. Stopcock opening to air during the procedure. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that target lesion in the left main coronary artery was predilated with a 2.0x12 trek at 8 atmospheres through the radial access site. The 2.5x38 xience alpine stent delivery system (sds) reached the lesion and was partially deployed at 12 atmospheres when it was noticed that the stopcock was inadvertently in the open direction and air was in the system. At this point, the 5 french guide catheter was covering part of the xience alpine stent. It was thought that the air caused the guide cath to move forward over the sds. The partially deployed xience alpine stent was unable to be pulled back in to the guide catheter. The guide catheter, guide wire, and sds were attempted to be removed together as a unit, but resistance was met at the brachial artery. The resistance was thought to be related to the partially deployed stent in a small, 5 french guide catheter. The partially deployed sds was advanced out of the guide catheter and the 2.5x38 xience alpine stent was fully deployed in healthy tissue in the brachial artery at 12 to 14 atmospheres. The 2.5x38 xience alpine stent was post dilated with a 4.0x20 nc trek. Ivus was performed and the stent was well apposed to the brachial artery. The left main was re-accessed through the femoral artery and treated with another xience alpine stent. No additional information was provided.